Manufacturer narrative:
Event date updated as report states that the event occurred during the previous night's treatment. Concomitant products: therapy date updated.

Event description:
A peritoneal dialysis patient reported that during the previous night's treatment the cycler displayed a scale reading error warning. The patient reported experiencing overfill. The patient performed a stat drain. The treatment data reflected an increased intraperitoneal volume of over 200%. The cycler will be replaced. Upon follow up with the patient's nurse, it was reported that the patient has since had the catheter repositioned and is draining properly with no overfill. The patient did not experience an injury or adverse event due to the overfill. The patient's dob is (B)(6) and dry weight is (B)(6).

Manufacturer narrative:
Upon follow up with the patient's nurse, it was reported that the patient has since had the catheter repositioned and is draining properly with no overfill. The patient did not experience an injury or adverse event due to the overfill. The patient's dob is (B)(6) and dry weight is (B)(6). Device evaluation: the actual device was returned to plant manufacturing for investigation. A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without failures. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. The device history record did not reveal any issues or problems related to the reported symptom code(s).

Event description:
A peritoneal dialysis patient reported that during the previous night's treatment the cycler displayed a scale reading error warning. The patient reported experiencing overfill. The patient performed a stat drain. The treatment data reflected an increased intraperitoneal volume of over 200%. The cycler will be replaced. Upon follow up with the patient's nurse, it was reported that the patient has since had the catheter repositioned and is draining properly with no overfill. The patient did not experience an injury or adverse event due to the overfill. The patient's dob is (B)(6) and dry weight is (B)(6).

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that during the previous night's treatment the cycler displayed a scale reading error warning. The patient reported experiencing overfill. The patient performed a stat drain. The treatment data reflected an increased intraperitoneal volume of over 200%. The cycler will be replaced.